Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 370 mcg/day) via an implanted pump. The patient¿s medical history included ms (multiple sclerosis). The indication for pump use was intractable spasticity. It was reported that the physician elected to replace the patient¿s pump due to noticing a motor stall that occurred on (B)(6) 2018 during an MRI but did not recover until the patient was seen in the office on (B)(6) 2018 and a bolus was given to start the pump up again. A stopped pump period may exceed tube set message was noted in the logs on (B)(6) 2018. The pump eri (elective replacement indicator) was 20 months. No patient symptoms were reported. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿MRI - slow flow rate¿. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.